Manufacturer narrative:
The exact device involved in this incident is unknown. It was described as a sara, which refers to a sit-to-stand lift. No device number or serial number was provided. It is not known what sling was used. It is indicated in both the sara plus and the sara 3000 device operating and product care instructions that before using the device an evaluation is to be conducted to make sure the device is suitable. The resident had several conditions that would indicate she was not suitable for use with the sara plus or sara 3000 device; including osteoporosis, cva, hypertension, and hip fracture. It appears the facility had established that the resident was not suitable for use with a sara device prior to the incident. Based on the premise that the device involved was an arjo sara product and on the information provided, the manufacturer has concluded that the root cause of this incident is user error. The device operating and product care instruction's warning to establish the suitability of the use of the device prior to use was not followed. The manufacturer recommends retraining of operators of the device to the operating and product care instructions, with particular attention to correct patient evaluation against the intended user prior to use.

Event description:
The facility reported that cna-b entered the room and found the resident laying on her back near the foot of her bed with a pillow under her head. Cna-a was also in the room. The resident was asked if she was in pain or hurt anywhere. She just moaned and was unable to respond. It was also reported that the resident had been re-evaluated and found to be no longer be suitable for a sara lift. It was stated that the resident was being transferred (apparently in a sar lift) by cna-a when her knees buckled. She was then lowered to the floor. The resident was examined, but no visible signs of injury were found. The resident was lifted from the floor with another lift and was taken to the dining room for dinner. After dinner, when coming back to the room, it was noticed that the resident was pale when asked how she felt, the resident moaned and could not be understood. Her blood sugar was 85 so she was given chocolate milk and a cookie. About 9:30 pm, it was noticed the resident was grabbing her right leg and moaning. The knee was swollen and soft to the touch. The resident was taken to the emergency room for examination. She was treated for bilateral femur fractures.